Event description:
It was reported that the patient experienced a loss of therapeutic effect and had no stimulation sensation. The patient thought her legs were ¿going bad¿ because she had problems with her feet and her legs. The stimulation was on, but the patient couldn¿t feel it nor was it managing her pain. It was reported that the patient had ¿no reading¿ and inquired about replacing the stimulator. Her physician told her that the problem with her therapy might be that a ¿battery went out.¿ it was noted that the patient had recharged successfully two days prior. The patient¿s pain was sciatic in nature, and the patient could only sleep for four hours at a time and had to sleep sitting up. A nuclear test showed that the si joint was fine. It was noted that the patient had neuropathy like pain in her feet, but was told she did not have neuropathy. The patient has had experienced symptoms for about 5 months and the symptoms were not getting better. It was reported that the patient had oxycodone for pain and received botox injections in her back. The patient has been reprogrammed 4 times. It was later reported that the patient experienced stimulation in the wrong location and less than 50% therapy relief. The patient had stimulation in the upper thoracic area and wanted stimulation in the thoracic/lumbar and bilateral lower extremities. The hcp planned on moving the leads down at a revision with an unknown date. It was later reported that the patient received an injection from the hcp, and the device still wasn't working for her. The hcp wanted to do surgery but the patient didn't have enough insurance. It was noted that the patient was going to keep the battery recharged in the meantime.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s lead migrated and the stimulator was at end of service (eos). The depletion was premature due to the patient not charging properly. Migration was confirmed via fluoroscopy on (B)(6) 2013. The system was replaced on (B)(6) 2014 and had good coverage afterwards. Hospitalization was not required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient received an injection from the hcp, and the device still wasn't working for her. The hcp wanted to do surgery but the patient didn't have enough insurance. It was noted that the patient was going to keep the battery recharged in the meantime because one time before she let the battery go dead since implant. Additional information received stated that the patient depleted the battery by not charging it. It was also previously reported the patient let their battery go dead on (B)(4) 2013, but this information was included in a separate event and was not reportable. Additional information suggested it was related to this event.

Manufacturer narrative:
(B)(4).